Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.

Event description:
The customer called about an error message that she received on her meter. While troubleshooting, she performed control tests and received readings of "lo" and 11 mg/dl. The normal control range was 90-125. No adverse events were alleged. Replacement test strips were sent to the customer, but no product was returned for evaluation.